Event description:
A report was received in 08/2001 from the operating room charge nurse at the hosp, stating that a memorylens had been implanted in pt's right eye 2 months prior. The pt presented for examination on 4th day post implant and was diagnosed with hypopyon and intraocular infection. A vitreous aspiration (tap) was performed on the pt's eye for a culture for examination and diagnosis: the culture showed staphylococcus epidermidis. The pt was put on steroids and antibiotics. The pt's visual acuity as of 08/2001 was 20/80 od. The surgeon's prognosis for the pt was listed as fair.